Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm the medication could not be delivered leading to dangerously low levels of insulin. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the customer tells me that he had side effects and almost fell into a coma the needles are clogged, the patient has not received his insulin dose.

Event description:
It was reported while using bd micro-fine ultra¿ pro pen needles 32g x 4mm the medication could not be delivered leading to dangerously low levels of insulin. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the customer tells me that he had side effects and almost fell into a coma the needles are clogged, the patient has not received his insulin dose.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.